Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed an irritaiton underneath the therapy electrodes. The patient's physician determined that the irritation was due to a metal allergy. The patient was prescribed an ointment and anti-allergy pills. The patient's medical outcome is unknown.